Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated. It was noted that the patient had blood clots in the bladder, and they need to initiate cbi (continuous bladder infusion). They are currently using a foley probe on s/n (B)(6) but need to change to an esophageal probe. The esophageal probe reads on the phillips monitor but did not read on the arctic sun device. The temperature in cable was different from the one they use with the foley. Confirmed they use the same rectal probe as esophageal. Only the foley has the same connection as the cable that was working. They could not use a foley at this time. Suggested trying to locate a third temperature in cable that was compatible with the esophageal probe. Since the probe reads on the monitor, it was likely a damaged cable. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had blood clots in the bladder, and they need to initiate cbi (continuous bladder infusion). They are currently using a foley probe on s/n dyhual032 but need to change to an esophageal probe. The esophageal probe reads on the phillips monitor but did not read on the arctic sun device. They have tried two different temperature in cables. The temperature in cable was different from the one they use with the foley. Another nurse got on the phone and explained that both cables might be damage. The piece that connects to the arctic sun was loose and they had to twist it to tighten it back. It was like someone tried to twist them to disconnect from the device as opposed to releasing the locking mechanism. Confirmed they use the same rectal probe as esophageal. Only the foley has the same connection as the cable that was working. They could not use a foley at this time. Suggested trying to locate a third temperature in cable that was compatible with the esophageal probe. Since the probe reads on the monitor, it was likely a damaged cable.

Event description:
It was reported that the patient had blood clots in the bladder, and they need to initiate cbi (continuous bladder infusion). They are currently using a foley probe on s/n (B)(6) but need to change to an esophageal probe. The esophageal probe reads on the phillips monitor but did not read on the arctic sun device. They have tried two different temperatures in cables. The temperature in cable was different from the one they use with the foley. Another nurse got on the phone and explained that both cables might be damage and. The piece that connects to the arctic sun was loose and they had to twist it to tighten it back. It was like someone tried to twist them to disconnect from the device as opposed to releasing the locking mechanism. Confirmed they use the same rectal probe as esophageal. Only the foley has the same connection as the cable that was working. They could not use a foley at this time. Suggested trying to locate a third temperature in cable that was compatible with the esophageal probe. Since the probe reads on the monitor, it was likely a damaged cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.